Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: right lower pelvis") in an adult female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, caesarean section, back surgery and vaginal papilloma. Concurrent conditions included blood pressure high, diabetes, triglycerides high, add, anxiety and obsessive-compulsive disorder. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("severe night sweats"), emotional disorder ("emotional"), hypersensitivity ("allergic or hypersensitivity reaction type: unspecified"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dysgeusia ("bad taste like metal"), alopecia ("hair loss"), vomiting ("vomiting") and diarrhoea ("diarrhoea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingooophorectomy, and cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysgeusia and alopecia had resolved and the night sweats, emotional disorder, hypersensitivity, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, vomiting and diarrhoea outcome was unknown. The reporter considered alopecia, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, hypersensitivity, nausea, night sweats, pelvic pain, vomiting and weight increased to be related to essure. The reporter commented: current weight 208 lbs. On (B)(6) 2008: surgical pathology report revealed elective fertility. Right labial skin tag. Technique: initially the right tube was cannulized with the essure micro insert and it was appropriately seated on the left. Multiple attempts initially were made to place the essure but it would not thread into the tubal ostia. The hysteroscope then placed back into the uterus and on the 3rd attempt of placing the essure into the left tube, it did finally thread into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: right lower pelvis') in a 34-year-old female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, caesarean section, back surgery and vaginal papilloma. Previously administered products included for an unreported indication: ibuprofen and lisinopril. Concurrent conditions included blood pressure high, diabetes, triglycerides high, add, anxiety and obsessive-compulsive disorder. Concomitant products included lisinopril since 2003 and oxycodone since 2009. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysgeusia ("bad taste like metal / metallic taste"), alopecia ("hair loss / falling hair out") and vomiting ("vomiting") and was found to have weight increased ("weight gain"). In 2009, the patient experienced night sweats ("severe night sweats"). On an unknown date, the patient experienced emotional disorder ("emotiona"), hypersensitivity ("allergic or hypersensitivity reaction type: unspecified"), depression ("depression"), nausea ("nausea"), fatigue ("fatigue"), diarrhoea ("diarrhoea"), anxiety ("anxiety") and attention deficit/hyperactivity disorder ("adhd") and was found to have weight decreased ("weight loss"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysgeusia and alopecia had resolved and the night sweats, emotional disorder, hypersensitivity, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, vomiting, diarrhoea, anxiety, attention deficit/hyperactivity disorder and weight decreased outcome was unknown. The reporter considered alopecia, anxiety, attention deficit/hyperactivity disorder, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, hypersensitivity, nausea, night sweats, pelvic pain, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: current weight 208 lbs. On (B)(6) 2008: surgical pathology report revealed elective fertility. Right labial skin tag. Technique: initially the right tube was cannulized with the essure micro insert and it was appropriately seated on the left. Multiple attempts initially were made to place the essure but it would not thread into the tubal ostia. The hysteroscope then placed back into the uterus and on the 3rd attempt of placing the essure into the left tube, it did finally thread into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 96.599 kgs. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received and mr received: new events (adhd and anxiety), concomitant drug and history drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: right lower pelvis") in an adult female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, caesarean section, back surgery and vaginal papilloma. Concurrent conditions included blood pressure high, diabetes, triglycerides high, add, anxiety and obsessive-compulsive disorder. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("severe night sweats"), emotional disorder ("emotiona"), hypersensitivity ("allergic or hypersensitivity reaction type: unspecified"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dysgeusia ("bad taste like metal"), alopecia ("hair loss"), vomiting ("vomiting") and diarrhoea ("diarrhoea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingooophorectomy, and cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysgeusia and alopecia had resolved and the night sweats, emotional disorder, hypersensitivity, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, vomiting and diarrhoea outcome was unknown. The reporter considered alopecia, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, hypersensitivity, nausea, night sweats, pelvic pain, vomiting and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. On (B)(6) 2008: surgical pathology report revealed elective fertility. Right labial skin tag. Technique: initially the right tube was cannulized with the essure micro insert and it was appropriately seated on the left. Multiple attempts initially were made to place the essure but it would not thread into the tubal ostia. The hysteroscope then placed back into the uterus and on the 3rd attempt of placing the essure into the left tube, it did finally thread into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 1-may-2019: the case is incident. Reporter information was added. This case concerns adult patient. Her historical and concurrent conditions were added. Lab data was added. Essure indication was amended. Essure insertion and removal date was added. Essure lot number was added. Per plaintiff fact sheet: unspecified event: injury to herself was updated to more specific events: pain: right lower pelvis, severe night sweats, emotional, allergic or hypersensitivity reaction type: unspecified, depression, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, bad taste like metal, hair loss, vomiting and diarrhea were added. She had recovered from the following events: bad taste like metal, pelvic pain and hair loss. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.